Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was 335 mg/dl. Device alarmed no delivery alarm during prime and set change. Customer mentioned it was site issue not device related, infusion set cannula was bent. Customer was wearing the device at time of hospitalization. Customer will not be returning the device for analysis.